Manufacturer narrative:
Stryker evaluated the device and verified the observed issue. Stryker replaced the device's user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the stryker loaner inventory.

Event description:
Stryker was performing preventative maintenance on a stryker-owner device and observed the device intermittently has a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no patient use associated with the reported event.